Event description:
It was reported that the patient was experiencing an overdose. The patient had a dosage adjustment on the day prior to the report date, and on that same evening the patient started showing symptoms of shaking, sniffling, yawning and "can't even stand up." The reporter indicated that at that dosage adjustment on the prior date, the healthcare provider (hcp) had increased the dose by too much. The reporter stated as of the time of report, the patient was waiting in the hcp's clinic waiting area to see the hcp, in order to have the dose turned down because the patient was - overdosing right now. The patient was dissatisfied with the hcp and intending on finding another provided. The medication in the pump was morphine. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).